Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this system exhibited suspected loss of capture on the right ventricular (rv) channel. A boston scientific technical services consultant reviewed the presenting data and based on the alternating and changing amplitudes of the pacing signals, agreed with the caller's assessment. The device was programmed to maximum device outputs and further evaluation was recommended. A revision procedure was subsequently performed and this rv lead was removed from service and replaced. No additional adverse patient effects were reported.